Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that during a virage case, two final driver tips broke during screw insertion. Since a final driver was unavailable, four screws were tightened manually. The tip of one of the fractured drivers remains embedded in the closure top and was not retrievable. There was no patient or procedural impact, aside from retention of the driver tip. This is report one of two for this event.